Event description:
My husband entered (B)(6) hospital in (B)(6) on sept. 24 for an outpatient procedure, a watchman device implant. He had parkinson's and mild dementia but was generally able to live a good quality of life. His electrophysiologist recommended him for the watchman since he had bleeding with blood thinners. In the beginning he was sedated without a ventilator. While the surgeon was in the process of exchanging the pigtail catheter, my husband snored and took air in through the tube. An air embolism occurred which created massive brain damage. On september 25 the neurologists reported "severe, neurological irreversible injury". He had no chance of recovery. Therefore, the family agreed to follow the instruction of his living will and remove life support. He lived 23 hours and passed on september 27. Only after the tragedy did I find the FDA article regarding boston scientific's letter warning of the exact problem: risk of air embolism when performed without positive controlled ventilation. Now I find 122 people have been injured and another 17 have died. This does not include my husband and the unknown number of others who have since died. It is clear the heart surgeons at (B)(6) were not aware of the risk. They stopped all procedures for 2 days afterward to come up with a revised method for the watchman implant. Due to this lack of communication and training from a multi-billion dollar company to the end user of the watchman device, my husband lost his life. How can I help get the message out to the thousands of others who may be at risk.